Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for initial reporter: (B)(6). Due to character limitation in e1 for event site name: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure issue. There was no patient injury or harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6 h2, h6 (investigation type, investigation findings), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, the fse determined that the drive manifold assembly had malfunctioned. The drive manifold assembly was replaced, and all functional and safety tests were performed in accordance with the manufacturer¿s specifications. The unit passed all tests and was returned to service. The failure analysis and testing dept. Received part number with a reported unit failure of the autofill. The fat performed a visual inspection and found the part to be in good condition. The fat installed the drive manifold in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number revision r. Part passes the all manifold test. However, upon attempting an autofill there is a mechanical clicking in the manifold and a low vacuum message appear. The autofill fails. Sending the part to the supplier for failure analysis per procedure number rev. Av.

Manufacturer narrative:
Updated fields: b4,d8,d9,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions, component code),h11. Corrected field: d1. Due to character limitation in e1 for event site city: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. The fse found that the drive manifold assembly malfunction. He replaced the drive manifold assembly and performed all functional and safety tests according to the manufacturer's specifications.